Event description:
One patient had a bile duct stricture that was observed late (after rf ablation of unresectable liver lesion(s)). Bile duct stricture was caused by thermal injury due to the close proximity of the ablated lesion to a major biliary radical.